Event description:
During a pulse field ablation (pfa) procedure to treat atrial fibrillation catheter was selected for use. The guidewire was not moving back into the catheter when the catheter was transferred from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv). The catheter array was undeployed from the flower shape to the basket shape and then to the neutral state to check if the guidewire was caught. The guidewire was still not moving in the catheter despite un-deploying the array. The catheter and guidewire were removed from the patient. The guidewire was pulled once it was outside the body, and it came unwrapped but remained stuck in the lumen of the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).